Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug with an unknown dose and concentration via an implanted pump. The indication for use was spinal pain. It was reported the patient's pump may have been damaged, on (B)(6) 2018. During a recent hospitalization by a hyperbaric chamber therapy to heal chronic leg wounds. The device diagnosis was other pump ceased to function. It was indicated the event was related to the device or therapy and not related to the implant procedure. The pump was explanted and replaced on (B)(6) 2018. It was also mentioned that the patient's catheter was revised. It was noted the pump was returned to the manufacturer. The issue resolved without sequelae on (B)(6) 2018. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the cause of the pump damage may have been damaged during a recent hospitalization by hyperbaric chamber therapy to heal chronic leg wounds which was previously reported. It was noted that the catheter revision was an elective action during pump replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the pump ceased to function and it may have been damaged during a recent hospitalization by hyperbaric chamber therapy to heal chronic leg wounds (as previously reported). It was noted it was a device issue and the pump stopped working. No further complications were reported/anticipated.